Event description:
On (B)(6) 2011, patient reported the up button on his infusion device is no longer responding to being pressed. Patient stated he can still get the button to respond but he has to play with it to get it to work. Patient reported he first noticed the issue while attempting to bolus. Patient stated the button pops back out when pressed and released. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.